Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl; cause was unknown. Glucose tablets were consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) recorded by continuous glucose monitor (cgm) was 67 mg/dl on 12/19/2018 at 9:25 am and on (B)(6) 2019 at 12:10 pm. Cgm alert 3 (cgm glucose reading below user threshold) was annunciated. There were no erratic basal rate adjustments during the date range reviewed. Prior to the low bg on (B)(6) 2018, the user delivered a 4.62 unit bolus for a bg of 120 mg/dl and 30 grams of carbohydrates. Following the bolus, the user¿s bg continued to lower due to the insulin on board (iob). Complaint could not be confirmed. It is possible the user over corrected. There is no evidence that the insulin pump experienced a malfunction or failure.